Event description:
A report received from the USA stated an 840 ventilator experienced an erratic upper display. No pt involvement, at the time of the event, was reported. The date of the event is unk. No additional information is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcbs, and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test (pvt) according to manufacturer specifications. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).